Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported the device was not measuring the heart rate. The heart rate readings were displayed from no reading to 300. The device was in clinical use, and there was no harm to the patient. Monitor/defibrillators are life-saving devices, therefore the inability to monitor ECG will be considered a serious injury due to the serious deterioration of health that may result from a delay to monitor.

Manufacturer narrative:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. It was determined that the service contract expired. Multiple attempts to obtain further information were made, however, they were unsuccessful. No further information is available. The device remains at the customer suite. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed. It has been concluded that no further action is required at this time.